Event description:
According to the reporter, during a procedure, when they were putting the trocar and slides in, the balloon broke and would not hold. The balloon had a hole. There was no injury caused to the patient and no medical intervention was required.